Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). It was indicated the patient was asymptomatic. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The ICD t wave algorithm had detected and withheld most events, but the device mis-detected an event which resulted in the patient receiving an inappropriate therapy. Follow up was conducted and it was verified that reprogramming was completed. The device and lead remain in use. No further patient complications have been reported as a result of this event.